Event description:
Outpatient received pneumatic dilation with endoflip, post procedure esophagram indicated possible extravasation, and patient was admitted. Repeat esophagram indicated no perforation and the patient was discharged.